Event description:
It was reported that a syringe 1.0ml 31g 6mm s/c u-100 relion had insufficient cannula length during use. The following was reported by the initial reporter: "it was reported that the consumer feels the 6mm is too short for his thick skin and the needle hurts more than the 1/2" needles. Verbatim: consumer reported feels the 6mm is too short for his thick skin. Glucose values did not increase but feels they hurt more than the 1/2" needles when injecting. Takes 50 units of insulin".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9336497. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1.0ml 31g 6mm s/c u-100 relion had insufficient cannula length during use. The following was reported by the initial reporter: "it was reported that the consumer feels the 6mm is too short for his thick skin and the needle hurts more than the 1/2" needles. Verbatim: consumer reported feels the 6mm is too short for his thick skin. Glucose values did not increase but feels they hurt more than the 1/2" needles when injecting. Takes 50 units of insulin".